Event description:
Revision due to pain and possible loosening of humeral stem. This event report was rec'd through clinical data collection activities.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device were not returned for eval. Additionally, the device specific info was not provided, precluding a review of the device history record. Engineering eval noted the revision reported was likely the result of loosening, wear, or infection, which led to pain.